Event description:
Customer reportedly obtained results of 535mg/dl, 480 mg/dl, 302 mg/dl, 379 mg/dl, and 195mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.